Event description:
Note: date of event is approximately 2-3 years ago. Falsely elevated immulite 2500 insulin results were obtained on an immulite 2500 system for one patient. This patient was put on metformin.

Manufacturer narrative:
The physician for the patient that was put on metformin and incorrectly diagnosed as insulin sensitive, had been informed about the possibility of heterophilic antibody interference, it is believed that the patient was taken off metformin once the antibody interference was made known to the physician. As per the immulite 2500 insulin IFU, "heterophilic antibodies in human serum can react with the immunoglobulins included in the assay components causing interference with invitro immunoassays. Samples from patients routinely exposed to animals or animal serum products can demonstrate this type of interference potentially causing an anomalous result. These reagents have been formulated to minimize the risk of interference; however, potential interactions between rare sera and test components can occur. For diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history, and other findings."